Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed left upper extremity arteriovenous malformation (avm) due to subclavian vein occlusion. The system was explanted. The patient tolerated the procedure well and there were no intraprocedural complications. Few days later, new device system was implanted on patient¿s right side.

Manufacturer narrative:
Analysis is normal. No anomalies were found.